Event description:
As reported, the patient had an initial tsa approximately 4 years ago; exact date unknown. Subsequently, the patient was revised. The patient had a history of dislocations. The liner was disassociated from the locking mechanism. A new constrained poly was inserted. The patient was last known to be in stable condition. No issues with surgery. No further information provided.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear. However, the reported disassembly and dislocation could not be confirmed from the information provided. Potential contributions of manufacturing, user, and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported failures of the humeral liner cannot be determined as the devices were not available for evaluation and radiographs, relevant clinical information, and product information were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information.